Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 developed bleeding with a small hematoma at the impella access site. A washout was performed to resolve the issues. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> hematoma/ major bleed : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history lot: device lot : 1960433. Device history batch ==> sub-component lot : n/a. Device history review: the pump s/n: (B)(6) passed all the post sterile inspection checks.